Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms this case reports a revision surgery was performed to replace the baseplate and insert due to instability after the primary implantation. Per email communication, there are no surgical reports or x-rays available. Therefore, based on the limited information provided, no further assessment can be performed at this time. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of risk management files and instructions for use found that the reported failure was documented appropriately. Some potential probable causes for this event could include but not limited fit/sizing, alignment, surgical technique, joint laxity, traumatic injury and procedural/user error. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that, after a primary tka in which journey xr components had been implanted, the patient complained about instability. A revision surgery was performed to exchange the tibial component and place a new insert. The patient outcome is unknown.